Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no telemetry when interrogated with a 2901 programmer. The device is pacing appropriately and the physician elected to leave it implanted due to the patient's physiology.